Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2012-13140. It was reported the charging wand became extremely hot while charging. Pocket heating also occurred while charging. Surgical intervention may be undertaken at a later date to address this issue. No further information is available at this time. Follow-up pending. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue with patients. An increase in prior non-reported heating while charging event was expected.

Manufacturer narrative:
This charger model was associated with a field correction. Manufacturer's evaluation: corrective and preventive action (CAPA) investigation was performed. Pocket heating was confirmed. The investigation for CAPA (B)(4) associated with heating while charging (pocket heating) concluded that the charger was capable of transferring energy to the ipg at a rate that would cause heating of the ipg and/or charging wand of sufficient elevated temperature to cause pain and burns. The heating while charging was determined to be exacerbated by off-axis charging of shallow implanted ipgs and that all chargers were capable of elevated heating.